Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain one of their therapy. The patient reported to have woken up to the alarm and their bed being wet with solution. The patient attempted to find the location of the leak but was unsuccessful. The patient cancelled their treatment and, upon removing their supplies, discovered fluid on the outside of the cassette and on the inside of the cassette door. Following the discovery of fluid, the patient contacted a technical support representative for assistance. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reverted to manual supplies to complete their treatment. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The cassette used at the time of the incident was discarded. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The internal inspection noted evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the dried fluid could not be determined. A patient sensor calibration test was performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.